Manufacturer narrative:
(B)(4).

Event description:
Procedure type: deep rectum resection. According to the reporter: the instrument was assembled correctly. The yellow safety was removed at the operating table. After placing the instrument in the situs it could be opened and closed as usually. Because pt was young with normal/thin tissue conditions, the surgeon used the magazine 3.5. During firing the surgeon noticed that the handle could be released but was very tight. During the release, the instrument was very loud. The surgeon finished the process. After control, the surgeon noticed that the clips were not closed and formed a triangle. He tried again. The open clips came out and the lumen was not closed. At the end the surgeon re-resected deeper and closed the circular anastomosis with an eea device. The further process was without problems. Pt is o.k. Operative time was extended by more than 30 mins. No blood loss occurred. No extension of the incision occurred. There was no change in the operation. No loss or damage to tissue occurred. Tracks fell into cavity and had to be removed...